Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that fluoro stopped and reselect application. Review of the system log file showed that there was a communication problem between the flat detector controller and the image detector. Upon troubleshooting fse found that the flat detector controller (fdc) was experiencing a failure due to overheating. To resolve the issue, fse replaced the flashlight high end kit. The defective flashlight was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not do fluoro. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.